Event description:
The customer reported experiencing a cracked touchscreen on their pump, which resulted in an unresponsive and illegible display, preventing interaction with the device. No information was provided about the impact on the customer's blood glucose level. Technical support arranged to replace the pump and confirmed the customer would use multiple daily injections as a backup therapy.